Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following information was provided: pt. Reported; I just had a total hip revision surgery to replace the l fit anatomic v40 that apparently had been recalled. Pt. Mentioned she had been in a lot of pain with clicking and grinding. Stated that black fluid poured out when the implant was removed.